Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for few minutes.the issue occured with two infusion sets. The patient reported that the infusion set was leaking out front after insertion where the insertion needle was through the rubber of the infusion set. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).